Event description:
Additional information received indicated that the device was functional at the time of the procedure. The device was explanted due to MRI conditionality that was outside of product specification and replaced with a device that was within specification of the patient's MRI requirements.

Manufacturer narrative:
The event of elective ipg replacement for full-body MRI conditionality was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs ipg was explanted and replaced. Effective therapy was confirmed post-operation. Further information is pending.